Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was kinked approximately 44.0 cm from the hub and ovalized approximately 77.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was kinked and ovalized. This damage may have occurred due to forceful handling of the neuron max during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the scrub technologist noticed that the neuron max 6f 088 long sheath (neuron max) was kinked halfway down the shaft upon removal from the packaging. The kinked neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new neuron max.